Event description:
During a third pass of the mechanical thrombectomy in the vertebrobasilar artery at v3-v4 vertebral level, it was reported that the solitaire fr was full of thrombus and separated from the pusher. Subsequently, the patient expired a few days after the procedure.

Manufacturer narrative:
The device has been evaluated. The stent was found separated from the pushwire. Analysis of the cross section at the break point showed the failure of the pushwire likely occurred due to fatigue. The instruction for use states not to use each solitaire fr for more than two flow restoration recoveries. (B)(4).